Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged wake button issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that a malfunction alarm occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.